Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the duoedenovideoscope exhibited the forceps elevator had foreign material . There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was. It was likely caused by insufficient reprocessing due to damage on channel tube and lost water tightness. However, a definitive root cause could not be determined. The instruction manual states the detection method associated with the event in "evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection", and preventative measures in "evis exera ii tjf type q180v reprocessing chapter 5 reprocessing the endoscope (and related reprocessing accessories)". Olympus will continue to monitor field performance for this device.